Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. Fiducial markers were placed prior to injection. The procedure was performed under general anesthesia. Computed tomography (CT) showed that the hydrogel appeared to be in the venous plexus and has moved circumferentially around the prostate and also moved down to surround the apex. It was also noted that it moved superiorly into the obturator veins. No patient complications were reported. The patient is planned for hypofraction 70/28.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf device code a1502 captures the reportable event gel misplaced - non vascular.